Event description:
Patient called to report an issue with his obalon gastric balloons. Patient stated he had the first balloon implanted on (B)(6) 2018, second balloon implanted on (B)(6) 2019, and the third balloon implanted on (B)(6) 2019. After the implantation of the three gastric balloons the patient found out all three of them expired (B)(6) 2018. Patient is concerned he was used as an unwilling guinea pig. Patient said he was originally told the balloon implants were approved for 6 months of use, and to only be used up to 1 year after the manufacture date.